Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the patient had discomfort and serious pain issues. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.